Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product ID: 8709, serial# unknown, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# unknown, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was reported to be now doing well.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the unknown serial # catheter revealed that the sutureless connector was damaged at explant. As received, the catheter was not attached.

Event description:
It was reported that the patient's pump was replaced on (B)(6) 2014, at which time, the catheter remained implanted. The patient later went into suspected withdrawal and was unresponsive to single blouses delivered via the pump. An unknown product issue was noted. The patient experienced symptoms of seizures, increased spasticity, and unspecified underdose symptoms. As a result of the events, the complete system was replaced on (B)(6) 2014. It was unknown if diagnostic testing or troubleshooting was performed, and the cause of the product issue had not been determined. As of (B)(6) 2014, the patient¿s status was reported as alive with no injury. The pump was being used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.